Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not showing up on the patient profile, customer needed to issue oxycontin cr tab 10mg, but the item was not appearing on the cabinet and found that the medication was not active for issuance yet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not appearing on the cabinet. A technical support specialist (tss) checked the patient¿s medication order and found that the medication was not active for issuance. Further the tss explained that if customer needed to issue the medication earlier than the scheduled time, customer would need to contact the pharmacy to have the medication order updated. The system functioned as intended after the technical support specialist investigated issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not showing up on the patient profile, customer needed to issue oxycontin cr tab 10mg, but the item was not appearing on the cabinet and found that the medication was not active for issuance yet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.